Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in this complaint could not be conducted since the device was not returned. A device history record review could not be conducted since the lot number was not provided. No corrective action can be established at this moment since the device sample is not available for evaluation. The device sample is necessary to perform a proper investigation to determinate the root cause and the corresponding corrective actions. Customer complaint cannot be confirmed based only on the information provided. If the device sample becomes available at a later date this complaint will be updated.

Event description:
Customer complaint alleges a baby was on a high-flow nasal cannula with humidification. Mother noticed water in the hose connected to the nasal cannula. It was reported that the water reached the baby , but the nasal cannula was removed right away, and there was no injury reported. The nurse was called to troubleshoot. Called respiratory to replace. A new system was set up. Report states the baby remained stable after the incident. Patient's condition reported as "fine".